Event description:
It was reported that a few weeks post implant of the right ventricular (rv) and right atrial (ra) leads the patient was admitted to the hospital because of acute hemodynamic instability, nausea, and pericardial tamponade. Heart surgery was performed. No perforation was observed. The leads remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).